Manufacturer narrative:
(B)(6). 510(k): report is for one (1) unknown 4.0 cannulated screw. Other: UDI: part number unknown, lot number unknown; UDI unknown. Device malfunctioned intraoperatively and was not implanted / explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015, during an open reduction internal fixation (orif) surgery of an elbow fracture, the end of a 4.0 cannulated screw came unthreaded as it was being inserted; outside threads of the screw came unraveled from the shaft screw. The screw was able to be removed and replaced with an alternate screw. All pieces were recovered; no additional medical intervention was required. There was a five (5) minute delay. The device is not available for return. Patient outcome was positive and the procedure was completed successfully. This report is for one (1) unknown cannulated screw. This is report 1 of 1 for (B)(4).